Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the face of the insulin pump the part that sits on the buttons came off. Customer's blood glucose was 150 mg/dl. Customer was not sure how the damage to the device occurred. Customer was advised to discontinue use of the pump and revert to back up plan. No further information reported.